Manufacturer narrative:
Titan otr pump, and cylinders 1 and 2 were received for evaluation. A separation was noted in the inlet tube of the pump at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This was not a site of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. This was not a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tube of the pump at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2009 and revised on (B)(6) 2021 due to a malfunction. Additional information received indicated the patient fell off a ladder 18 months ago, which may be the cause of the malfunction. No break was noticed on the device.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
Device had a malfunction. The titan otr was explanted and replaced with a titan touch. Additional information received: patient fell off a ladder 18 months ago, which may be the cause of the malfunction. No break was noticed on the device. No other adverse patient effects were reported.